Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the numbers on the insulin pump were scrolling up on their own. They were trying to perform a bolus when the anomaly occurred. The customer¿s blood glucose during the incident unknown. They did not have the insulin pump with them at the time of the call. The insulin pump will not be returned for analysis.